Event description:
It was reported that during implant attempt, there was a problem with placing the lead. It was not possible to screw the electrode into the tissue. After implanting a new electrode, it was shown that it was not possible to move the screw of the electrode. The question is, if the screw was label because of the trying to fixation or if was not possible to screw the helix out at all. Exchanged the lead for a new one. There were no patient complications reported as a result of this event. The patient's status was reported to be good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) finding noted distal conductor blood/body fluid (not obstructed), distal conductor fracture (overstress), and deformation/fracture in 5 cm prox section of the inner coil. Extension problems. Dried blood in the distal conductor most likely prevents the helix from functioning properly.